Manufacturer narrative:
Product ID: 3889-28, lot#: va1sj6c, implanted: (B)(6) 2018, other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said the wires were protruding and they were close to the surface of the skin. They added that they consulted with their implanting healthcare provider (hcp), but decided to get a second opinion and revise with a different hcp. Patient noted the revision occurred on (B)(6) 2019 and the hcp made the pocket deeper. They are scheduled for a follow-up on (B)(6) 2019. No further patient com plications have been reported as a result of this event.